Event description:
It was reported during implant that an alert for capacitor charge time limit reached was observed. After two capacitor maintenance tests, good values were obtained. At a later date, the patient again received alerts for extended charge time. Capacitor maintenance was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were returned to the manufacturing site for analysis and an internal hv capacitor anomaly was noted. The cause of the extended cause time was an internal hv capacitor anomaly.